Manufacturer narrative:
The device was returned for analysis. The mechanical jam was not confirmed. The analysis identified a posterior foot break which was not returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. A conclusive cause for the reported difficulty cannot be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it¿s possible there was an interaction with tissue or placement of the foot caught in the access site preventing the foot from not fully opening. A significant enough interaction may dislocate the foot from the actuator wire. This can be reset by pushing the device deeper to remove the foot off the vessel wall and closing foot fully. A foot break can be caused by manipulation of the device with the foot open against or in contact with tissue, or through a needle strike. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 correction: component code 3036 removed. H11 correction: subsequent to filing the previous report, an additional device was returned and determined to be the correct device for this complaint. The device initially received for this complaint was determined to be the correct device for (B)(4), previously filed under manufacturer report #2024168-2023-05836-01. Therefore, the mfg narrative has been updated.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the first proglide footplate would not completely open to catch the vessel wall. A second proglide had no suture coming out with plunger removal. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to filing the initial report, returned device analysis found a posterior foot break. The foot was not returned with the device. The location of the detached foot is unknown. There was no report of flow disturbances or patient effects that would suggest that the separated foot was left behind in the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The analysis identified a posterior foot break which was not returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. A conclusive cause for the reported difficulty cannot be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it¿s possible there was an interaction with tissue or placement of the foot caught in the access site preventing the foot from not fully opening. A significant enough interaction may dislocate the foot from the actuator wire. This can be reset by pushing the device deeper to remove the foot off the vessel wall and closing foot fully. A foot break can be caused by manipulation of the device with the foot open against or in contact with tissue, or through a needle strike. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the first proglide footplate would not completely open to catch the vessel wall. There was no suture with plunger removal for a second proglide. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.